Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported receiving a sensor error alarm. The blood glucose reading was 160 mg/dl. He stated that the alert occurred while showering and he did not know the expiration date of the sensors. He asked if was okay to wear the sensors on the bottom and was advised that they are only approved for use in the abdomen. He mentioned that this alert occurred during the initialization period. Nothing further was reported.